Event description:
An explaned polyethylene tibial insert was returned from a revision surgery.the insert had been implanted for approximately eight months and the patient had experienced laxity in the soft tissues, resulting in hyper-extension and joint instability. The 12mm insert was explanted and replaced with an 18 mm insert, which correctd the hyperextension and improved the joint stability. The surgeon did not attribute the instability to the implant.